Event description:
Allegedly, removal of right total hip prosthesis for aseptic mobilization of stem and cup; metallosis between the head and the morse cone. The implant of the new total right hip prosthesis is removed. Non mpo: zimmer cpt 12/14 stem with 38mm offset.